Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the device did not expand when the magnet was applied to it. It was further reported that there was a 'grinding sound' as if the expansion mechanism was stuck.

Manufacturer narrative:
Review of DHR indicates that the device successfully completed a final functionality test at stanmore implants and the device was not subsequently disassembled or altered before being packed, sterilised and dispatched. The surgeon's communications indicate he had confirmed that the internal screw was disengaged. Once the surgeon re-engaged the screw the jts distal femur successfully extended as required and the surgeon confirmed the device is now operating as expected and the grinding noise is now the sound of 'a flow', as expected. It has not been possible to conclusively determine why the screw was disassociated but it is confirmed that the device was functioning and the screw was therefore engaged when stanmore implants dispatched the device. If the surgeon had partially disassembled the device during implantation, this could potentially result in the screw becoming disengaged. The jts device has a retaining clip which prevents disassembly and, as indicated in the operative technique, this clip should not be removed, until the device is fully implanted. The information provided does not confirm whether the surgeon disassembled the implant prior to implantation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that the device did not expand when the magnet was applied to it. It was further reported that there was a 'grinding sound' as if the expansion mechanism was stuck.